Event description:
The facility reported a pump with failure code 570. It is unknown when this failure code occurred. It in not known if there was any patient injury or medical interevention necessary according to the hospital representative.